Manufacturer narrative:
The reported unknown screw, used in treatment, will not be returned for evaluation. The investigation was limited to the information provided. As the part and lot numbers were not provided, the review the device history and complaint records could not be done. The relevant clinical information that has been provided for inclusion in this investigation indicated that the driver used to insert the screw bent during use, which likely led to the reported breakage of the screw. Should the device and/or any additional information be received, the investigation will be reopened. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during cross band surgery, the screw got broken when it was screwed in. The broken pieces were retrieved from the patient. There was no delay reported and it is unknown if a back-up device was available in order to complete the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.